Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Multiple trigger advancements. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, both anchors were deployed together from the fast-fix 360 delivery system through the meniscus. Both anchors were retrieved from the joint. The procedure was completed, without significant delay, by using another s&n device. Injuries were not stated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.